Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on the unused supply line. Labeling review finds the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) and reviewed the possible causes. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the hp was connected at the time of alarm and that one of the unused lines were not clamped off. The rn reviewed the proper procedure with the hp, had the hp perform a manual exchange, and dispose of the supplies. The rn stated there was no injury or medical intervention and the hp has been performing peritoneal dialysis (pd) therapy fine now. No further information is available.